Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H10: device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. The device was functionally tested, and it was able to prime and run without any issues. Device to device interaction test was performed and the device was able to track over a test guidewire then be removed. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the difficulty to remove or blade not spinning.

Event description:
It was reported the device was difficult to remove. The calcified target lesion was located in the superficial femoral artery (sfa). A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure with a non-bsc guidewire. During usage, the device was stuck on a non-bsc guidewire which caused difficulty in advancement and removal of the device. There were no patient complications, and the case was completed with a different device of the same model.

Event description:
It was reported the device was difficult to remove. The calcified target lesion was located in the superficial femoral artery (sfa). A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure with a non-bsc guidewire. During usage, the device was stuck on a non-bsc guidewire which caused difficulty in advancement and removal of the device. There were no patient complications, and the case was completed with a different device of the same model.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6).